Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm hardware low level failures. Customer reported they were able to clear the alarm. Customer stated they were did not received request to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.